Event description:
It was reported that the right ventricular (rv) lead exhibited noise, which resulted in oversensing. Inappropriate therapy was delivered to the patient due to the oversensing, including multiple shocks and anti-tachycardia pacing (atp) therapy. Technical services (ts) suspected the noise was caused by the longevity of the rv lead, which had been implanted for nearly 28 years. Additionally, the pacing impendence had decreased within range over the last year. A revision procedure was performed where this rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.